Event description:
The customer contacted baxter's technical service center to report a burning smell on a homechoice (hc) machine during use. The home patient (hp) stated the hc had a burning smell coming from it. The technical service representative (tsr) advised the hp to disconnect from the hc. The tsr initiated a swap of the machine. The hp was advised to use manual supplies for the night. The hp would have the registered nurse (rn) program the new hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The customer contacted baxter's technical service center to report a burning smell on a homechoice (hc) machine during use. The device was returned to for evaluation. The device failed rite functional for received inoperative. The device passed rite electrical test. Pal performed external and internal inspections and observed overheated u2 on the accomp printed circuit board (pcb), and ac power cable p1 pins discolored. The reported issue was confirmed. The assignable cause was a hardware problem - overheated u2 on the accomp pcb. Following the evaluation, the device was sent to servicing with special instructions to scrap the accomp pcb and ac power cable assembly. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.